Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced an infection, resulting in the need to move the spinal cord stimulator (scs) to a new site. Patient underwent scs repositioning. It was also noted that the patient feels undesired sensation on the foot. No other information available at this time.